Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for dystonia and movement disorders. It was reported that the box was showing as charging but the device was not charging completely. There were no patient symptoms alleged and no further complications are anticipated.